Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed tip damage (ovalized), and a partial separation at the collar/shaft area. Inspection of the rest of the device found no other damage or defects.

Event description:
Reportable based on device analysis completed on 03dec2020. It was reported that the device could not cross the lesion. The 85% stenosed target lesion area was located in a mildly tortuous and moderately calcified proximal end of the left anterior descending artery. A 145, 5-in-6 guidezilla catheter-guide extension was selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the device could not cross the lesion. The device was simply pulled out and the procedure was completed with another of the same device. There were no complications reported and the patient is stable. However, device analysis revealed a partial separation at the collar/shaft area.